Event description:
It was reported the customer was experiencing high blood glucose. The customer's blood glucose was 400 mg/dl. Customer had treated their blood glucose with a manual injection. The customer also reported a blank display after replacing their batteries three times. Customer stated there was no damage present on the battery compartment. Troubleshooting was not able to recover the customer's blank display. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm or blank display noted. The device had stripped battery cap at coin slot area and cracked reservoir tube lip.